Manufacturer narrative:
While the patient was in recovery, it was observed that a pneumothorax was present in the area in which the patient was being treated. The trufreeze business manager and the territory manager were present during the time of the reported event and stated that the doctor lost visualization following a nine second spray with the trufreeze system and catheter. The catheter that was being utilized during the time of the reported event was discarded by user facility personnel. As the catheter is not available for evaluation, a root cause cannot be determined. The log files for the trufreeze console system were reviewed and no issues were noted with the function or operation. Steris offered in-service training on the proper use and operation of the trufreeze console system and catheter and is awaiting a response. Investigation for this event is currently in process. A follow-up report will be submitted when additional information becomes available. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, the doctor lost visualization while utilizing the trufreeze console system; the procedure was subsequently stopped.

Manufacturer narrative:
The steris territory manager offered in-service training on the proper use and operation of the trufreeze console system and catheter; however, the user facility declined.